Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: an incorrect sized wireguide was used with the replacement device during the procedure for pr (B)(4). Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Cook acrobat2, 0.025", 450cm. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr. (B)(6) did sphincterotomy using the autotome. 4. Was the wire guide inspected for damage prior to use? No. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? They used another clso-7-10. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Cbd. 5. Was resistance encountered when advancing the wire guide to the target location? A little. 6. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location? A little. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Cook acrobat2 0.025", pc-7. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was opened for the user error of the incorrect wireguide with the replacement device and is related to (B)(4) which captures the kinked clso stent from the original procedure. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. There was additional user error of the device and wireguide not being inspected for damage prior to use. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the customer, user error of incorrect sized wireguide. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. There was additional user error of the device and wireguide not being inspected for damage prior to use. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-sep-2024.